Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain, dizziness and developed infection at implant site; subsequently the patient was hospitalized and was administered IV antibiotics (date and duration not reported).